Event description:
Material no.: 930815. Batch no.: 0167534. It was reported that there was a hair found on the chloraprep. Per attached incident form: hair found in chloraprep.

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos shows the hair strain. As a result, bd was able to verify the reported issue. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown batch no.: unknown. It was reported that there was a hair found on the chloraprep. Per incident form: hair found in chloraprep.